Manufacturer narrative:
The revision surgery was completed successfully. The cup was removed and a new one was implanted. On 10 june 2016 the medical affairs psoas pain in this primary cementless tha at three years. From the radiograph, the most critical condition seems to be on the left hip, but the right one needed revision be performed a clinical evaluation and commented as follows: according to report, the patient complained of cause of reported pain. The cup appears to be well fixed. Psoas pain is normally caused by impingement of a tight psoas muscle in the cup edges or by fretting of the muscle on the edges of the cup. This problem was therefore not originated by a faulty device. On 10 june 2016 (B)(4) provided a document review of the product involved in the complaint (ceramic ball head and ceramic liner, not marketed in USA) and reported as follows: the component properties and the microstructure as obtained from the quality documents of both parts accomplish the requirements as specified at the time of product production. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Due to a lack of ceramic parts further investigations can not be done. Batch review performed on 22 june 2016. Lot 130760: (B)(4) items manufactured and released on 24 april 2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 24 june 2016 the (B)(4) project manager checked the picture of the explants with the following comment: on the image no conclusion can be drawn. The implant do not have apparently any particular sign. The root cause of the event cannot be established. Not available.

Event description:
The patient presented to the surgeon during consultation with psoas pain. The surgeon planned to revise the hip, removing and replacing the acetabular components to reposition them.